Manufacturer narrative:
The control printed circuit board was replaced by our field service engineer. The circuit board has been requested but has not yet been received. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that the ventilator made a short stop of ventilation and generated 2 technical error codes, one indicating disabled valves and the other indicating an error in the internal memory. There was no consequences to the pt during the event. The hospital reports that the pt later died but the hospital does not relate the pt death to the device. (B)(4).